Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation; however, a picture of the defective sample was received. The photo taken of the defective sample did not provide any information regarding the reported event rendering them useless in determining the root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
Received 1 used foley catheter with the drainage bag still attached. The reported event was unconfirmed, as the problem could not be reproduced. Visual inspection noted the balloon appeared to be partially inflated upon return. Per functional evaluation, sample tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon was able to inflate and deflate in 12 seconds. Dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having petroleum base. This may damage latex . Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for prefilled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse deflated the balloon until no more fluid was visible; after which, discontinuing use of the catheter. The nurse pulled the catheter out and it was noted that the balloon had not deflated entirely. The nurse reportedly attempted to deflate the balloon after it was out of the patient by aspirating at the balloon port, but was unable to get the balloon to deflate completely. The patient allegedly suffered severe pain and bleeding. Additional information has been requested.